Event description:
It was reported the patient was not receiving effective therapy due to high impedances on contacts 1, 4, 6, 9-16. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.